Manufacturer narrative:
(B)(4).

Event description:
((B)(4)). The dentist reported that one month after the dental implant was installed in intraoral region #28, it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii. The implant was carried out immediately.